Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Numotion called in to report that the right frame broke at weld by axle.